Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer filled tubing with 25 units of insulin and did not see insulin coming out at the end of the tubing. Customer reported the luer lock was not straight and not connected correctly. Reportedly, customer's blood glucose level was not impacted.